Event description:
User experiencing low results for multiple pt samples and multiple assays for approximately one week. Only the following result was provided as an example, which occurred in 2008: initial lipase result 0 u/l, repeat 30 u/l. Erroneous results were not reported. The field service representative was unable to duplicate the issue. The sample probes, syringes and level detection cables were checked. Performance tests were performed and within specification.